Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated mid left anterior descending artery with one 3.0 x 18 xience v stent. On (B)(6) 2010, the patient experienced angina and underwent a diagnostic coronary angiogram that showed restenosis within 5 mm of the index stent that required additional stenting with another xience stent. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.